Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had a cardiac arrest at home. It was reported that patient had lvad alarms and the patient tried to changed their system controller, and eventually went into a cardiac arrest and was not able to be resuscitated. Log file analysis was performed by the manufacturer's technical service and confirmed that the events prior to the pump being disconnected, appeared to be a routine power cable disconnects, while power sources were being changed. The customer had the patient's equipment which appeared to have a damage black cable. No further information provided.

Manufacturer narrative:
Device was returned on sep 24, 2018. Manufacturing evaluation conclusion: the reported event of black cable damage was confirmed from visual inspection of the returned system controller. The connector nut on the black cable was broken and detached from the cable. The cable was able to be connected to a power source without issue but was unable to be secured due to the damage to the connector nut. The broken connector nut did not affect the black power cable¿s ability to supply power to the system. The submitted log file contained approximately 43 days of data (13may2018 to 25jun2018 per the timestamp). The log file did not show any events that would indicate an issue with the controller that would have required a controller exchange. The driveline was disconnected on 25jun2018 at 6:33 to exchange the controller and was not reconnected for the remainder of the log file. There were no notable alarms active in the log file prior to the driveline being disconnected. The system controller passed functional testing using laboratory equipment and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A root cause of the broken connector nut on the black cable could not be conclusively determined through this analysis.

Manufacturer narrative:
This report is being submitted as a correction to the initial submission. During review of the file, it was found that this submission (2916596-2018-03595) is a duplicate to the event reported under MFR. Medwatch # 2916596-2018-03854.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015.